Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that pacing was off and requested a philips bench evaluation. There was no patient harm.